Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing a non-emergency procedure. The procedure was completed by restarting the system. The philips field service engineer (fse) conducted an onsite inspection and confirmed that system is unable to acquire the live image. Review of the logfile shows geometry related malfunction. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found multiple failures associated with the geometry. To resolve the issue fse performed geometry calibrations on the sensors and current stand. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to acquire the live image. No harm was reported to philips. Philips has started an investigation of this complaint.